Event description:
Reportedly during a biopsy on co table, blood dripped on the control panel allegedly causing a short. This short possibly caused the table to move causing the implanted biopsy needle to bend. The table does contain a "stop" button which stops movement of the table. The user was not aware of this feature, which is covered in co manual.